Event description:
On (B)(6) 2011 surgery with use of membragel, 0.8 ml article number 070.101, batch z5930 and straumann bone ceramic, 0.4-0.7mm, 0.25g, article 070.203, batch y8040. Clinician reports on (B)(6) 2011 after using membragel and bone ceramic the patient had loss of membragel and fistula discovered on (B)(6) 2011. Provisional bridge was inserted on (B)(6) 2011.